Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and also had a no delivery alarm. Customer stated that he went to the emergency room on (B)(6) 2014 at 10:30pm. Customer's blood glucose level was over 600 mg/dl and customer was wearing the insulin pump at the time of the visit. Customer had been high all day long and was having to change his infusion set. Customer was a little dizzy and his meter could not read his blood glucose level. Customer was dehydrated and his potassium was high. Customer was treated with an IV drip and was released once he got down to 300 mg/dl. Customer stated that he was also having lows before he and his doctor changed his settings. Customer doesn't think the pump is the problem, but that it has been settings related issues. Customer reported sometimes having trouble pushing the buttons. Customer declined to replace his pump, but will return the set for analysis. Custom had a bent cannula. No additional information provided.